Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during basillixiab therapy in the intensive care unit. It was stated that the pump had an upstream occlusion (uso) alarm once. The primary had a head height of 27 inches while a continu flo set with secondary was attached. The clamp was closed on the secondary line. The secondary infusion completed hours ago. The primary parameters were as follows: volume to be infused (vtbi) was 188ml at a rate of 20ml/hr for 0.9% sodium chloride 250ml bag and a new tubing was hung at 0020. The secondary vtbi was complete for basillixiab dose 20mg/55ml. Drip chamber was almost full, nurse adjusted the drip chamber to fill line, no other issues. Run was pressed with no other alarms. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.